Event description:
This ra lead was implanted on (B)(6) 2002 and remains implanted. It was reported to technical services on (B)(6) 2012 that the patient was brought in and they are seeing a bunch of noise on the ra channel. Impedances are fine and the noise is present with the patient sitting in a chair. No reported patient symptoms. Working with dr. (B)(6). Technical services states could consider getting a cxr to check for lead position and if there is anything grossly wrong with the leads. May be lead chatter. Caller will discuss with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)